Event description:
Abiomed received a report of a (B)(6) female pt with a history of pt foramen ovale (pfo) and complaining of shortness of breath who returned to the facility's cath lab for a scheduled percutaneous coronary intervention (pci). The pt had an ejection fraction of 20%. Two days previous the pt had had a coronary angiogram performed that revealed severe disease in the left anterior descending coronary artery (lad), diagonal artery, circumflex artery and the first obtuse marginal branch (om). The physician's plan was to support the pt with the impella cp, to perform a coronary stent implantation (csi) of both main vessel, and then to stent the main and branch vessels. Shortly after arrival in the operating room and being sedated and draped the pt began to exhibit signs of cardiogenic shock, with mean blood pressures in the 40s. Radial access was obtained and p-pressures were stabilized and a bilateral iliac angiogram was performed to assess the best placement for the impella sheath. Perclose was performed and the sheath was placed in the left groin. The impella cp was placed using jr4 and .035 j wires to cross the valve then it was exchanged out with the provided .018 wire. The impella cp was inserted over wire. During the removal of the guidewire the physician grabbed a few centimeters from behind the peel-away sheath (rather than pinning the catheter further back and in one motion pulling the sheath out) after the dr broke the oscor sheath away, the repositioning sheath was flushed, and he had a struggle advancing it. He ended up taking both the repositioning sheath and sleeve together and inserted it in place. The impella cp, including the pigtail was visualized within the cardiac silhouette throughout the intervention. Dopamine was titrated back up and the pt remained labile for the rest of the procedure, but required occasional epinephrine boluses to maintain pressure while the impella was in place. Due to the pt's instability the choice was made to not perform the csi on the pt's arteries, but to predilate with an angiosculpt balloon. Stents were placed to the lad and circumflex artery. The guide wires were removed from the coronary arteries and the impella catheter was pulled back some, as it didn't appear as far out to the apex as it did during the intervention. Final shots were obtained of the left coronary system, as was a shot of the right coronary artery (rca). At this point in the case the pt is still very labile and the decision is made to keep the impella device in and transfer to ICU. One of the next steps was inserting the repositioning sheath. The physician held pressure on the groin while a fellow proceeded with the exchange. He started by grabbing just a few centimeters from behind the peel away sheath and proceeded to do a push/pull method to pull the oscor sheath out, rather than just pinning the catheter further back and in one motion pulling the sheath out. Then after he broke the oscor away, he flushed the repositioning sheath and had a little struggle advancing it. Rather than disconnecting it from the repositioning sleeve taking the repositioning sheath in by itself, he took both the repositioning sheath and sleeve together and inserted them in place. They then began working towards prepping the right ij, because they also wanted to place a swan and evaluate right heart function. While they were working towards prepping and getting venous access, hemodynamics were changing, and pulse pressures were becoming narrowed. Impella flow quickly decreased. The physician observed that the borders of the heart wall were not moving. An echo confirmed pericardial tamponade. A pericardiocentesis was then performed. Impella flows increased, but pt's condition continued to diminish. There was approx 1 liter of blood obtained from the pericardiocentesis and it didn't appear to be stopping. The pt continued to bleed, and blood was transfused. The pt was intubated at some point and was also shocked. A decision was made to transfer the pt to another medical facility to provide the pt with emergent surgical support. Upon the pt's arrival she was quickly prepped and draped and a sternotomy was performed. The cardiovascular surgeon quickly recognized the pigtail portion of the impella catheter exiting the heart wall. The impella catheter's pigtail was clipped off by the surgeon and the rest of the device was then pulled back across the aortic valve. The pt was transitioned to the cardiohelp, heart-lung support system, the ventricular repair was performed, and multiple transfusions were given. The impella cp was turned off, and it remained in the pt aorta until it was eventually explanted and perclosed by the surgeon. The pt was then transferred to a third facility on cardiohelp support. (B)(4).

Manufacturer narrative:
Neither the impella cp pump, repositioning sheath nor introducer were returned for eval. It is unclear at the present time if the reported issue resided with the impella cp pump, the repositioning sheath, the 14 french introducer, or if the issue occurred as a result of the device placement or the procedure that was performed. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and conclusions in a supplemental medwatch report if additional info is received. (B)(4).